Manufacturer narrative:
Investigation summary: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxplus pressure rated extension set had connection issues. The following information was provided by the initial reporter: per the customer "the connection between IV catheter and the j-loop becomes disconnected. This event has occurred on multiple units across both campuses. There were 3 incidents on 5 west that nursing told me about and 2 incidents on 4 west. The issue we are having is that we do not have the initial packaging because it is not occurring at the time of placement".